Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was visually inspected, and it was found that it passed visual inspection. During repair, an evaluation was performed, and it was determined that the device had a drill bit engaged to it and the attachment. It was determined that the reported iron powder was traced back to the attachment. During the assessment, it was found that the modified set screw was loose, the tether wire was frayed, and the motor thermistor assessment failed. After the device was disassembled marks of fluid were found on the motor which was determined to have caused the failure of the motor thermistor assessment. It was further determined that the device failed pretest for loctite assessment, cable assessment and motor thermistor assessment. It was determined that the most probable cause for loose set screw and damaged tether wire was due to normal wear and the most probable cause for the foreign substance on motor was due to improper maintenance. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to component failure from normal wear and maintenance, which is improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5, d10: during subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that a cutter device was used with the motor and attachment device in the same event. Therefore, the cutter device has been included in this event and added as a concomitant medical products. Therefore, this report is event 1 of 3 of the same event. D10: concomitant med products and therapy dates: attachment device, cutter device, (B)(6) 2023.

Event description:
This is report 1 of 2 of the same event. It was reported from japan that during an anterior cervical discectomy and fusion (acdf) surgery for cervical spondylosis, it was discovered that the motor device and attachment device made noise and had vibration. It was further reported that iron powder was noticed on the glove. According to the reporter, a staff set the devices under the instruction of the surgeon. After setting, when the surgeon stepped on a pedal, noise occurred, and the surgeon noticed iron powder had adhered to the left glove. It was further reported that noise occurred, but the vibration of the devices was the same as before/usual. The reporter stated that it was unknown where the iron powder came from. The reporter indicated that since the devices were before use on the patient, the surgeon stopped using the devices and used other drill systems to successfully complete the surgery. There was ten-minute delay to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number and name were not provided. Concomitant med products and therapy dates: attachment device, (B)(6) 2023. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).